Event description:
It was reported that when patient presented to the emergency room due to inappropriate therapy being delivered and supraventricular tachycardia was misdiagnosed by the device. Programming changes were made. Patient was stable and discharged.